Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on july 12, 2017, omsc confirmed that the coating on the outer surface of the jaw partially came off. There was a crack at 20 mm from the distal end. Both the probe and the non-insulated part of grasping section had spark marks. The proximal side of the ptfe pad was worn away. The device history record for the lot indicated no abnormality with the event-related items. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the user scraped dirt such as burnt deposit with a hard object. Based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode with grasping thick hard tissue at the distal end of the grasping section. Since the proximal side of the ptfe pad was worn, the probe contacted with the non-insulated part, and a spark occurred between the probe and the non-insulated part. The crack occurred with the spark mark as the starting point when the user output in seal & cut mode or grasped the tissue. Therefore, the ultrasonic level error occurred. The instruction manual of the device has already warned as follows; (1)when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. (2)do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During an unspecified procedure, the subject device was used. The seal mode did work properly in the inspection before use. However, the ultrasonic level error occurred when the user checked the seal & cut mode. The same error occurred even if the transducer was changed. The procedure was continued with the spare device of the same model. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation on july 12, 2017, omsc confirmed that the subject device was used for the patient due to the adhesion of the tissue. Additionally, the coating on the outer surface of the jaw partially came off.